Manufacturer narrative:
Evaluation summary: the distal tip was stretched. A section of the balloon bond and distal outer shaft were stretched and had expanded on inflation of balloon. The device was placed in the water bath to disperse the residue in the inflation lumen in order to aid inflation. The device passed negative prep. The device was inflated to 8atm and maintained pressure with no leak present. Section of inflation lumen inflated proximal to the balloon bond. The inner lumen patency was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported, the physician intended to use an eurphora rx balloon to treat pda with minimal calcification, 90% stenosis. No damage was noted to packaging nor were there any issues noted when removing the device from the hoop/tray. The device was inspected with no issues and negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device so no excessive force was applied. There was no sudden or gradual drop in pressure noted on the inflation device. The device was not moved or re-positioned prior to the issue. It was reported that during balloon inflation at 14 atm, distal to the balloon, there was a 3mm bubble. Staining was seen where the bubble was on the balloon. The balloon didn't burst. On the second inflation it inflated only at the distal end and looked like a guardwire. Dissection occurred. Physician feels the dissection was caused by the balloon the procedure was completed using a non medtronic device.